Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset (por) condition (associated with the implanted neurostimulator on the pt's left side) was encountered on the day that the pt had a device implanted on the right side. Upon interrogation of the left-side device, it had returned to the factory settings. It was further reported that impedance readings on the left-side device were greater than 2,000 ohms on electrode pairs 0/1, 0/2, 0/3, 1/2, and 1/3. The pt had an MRI performed one prior to the date of this report. At that time, the neurostimulator was interrogated and was within the range programmed by the pt - no factory default setting were seen. No pt symptoms or injury were reported. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.